Manufacturer narrative:
Concomitant medical devices: 402452 lead, implanted (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead measured low impedance. It was also reported that the right ventricular (rv) lead had variable impedance measurements between low and normal range. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.